Manufacturer narrative:
Follow-up #1 date of submission 12/29/2015-product analysis: the device was returned and evaluated by product analysis on 12/10/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump's black box revealed no related alarms of issues. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump¿s force sensor calibration was found to be within specification. Unrelated to the complaint, a battery compartment crack was observed. Investigation revealed the display screen was dim and discolored.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.